Manufacturer narrative:
Returned product consisted of a spiroflex catheter with a power pulse attached to the device. The pump, shaft, and tip were microscopically inspected. Inspection revealed a hole in the hypotube 81 cm from the tip of the device. Functional testing consisted of executing priming of the device. During functional testing, water was spraying from the hole in the shaft and an error message was displayed on the console. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
Reportable based on device analysis completed on 11 nov 2016. It was reported that an error message displayed during preparation. A spiroflex® angiojet® thrombectomy set was selected for a thrombectomy procedure. During preparation, a kink in catheter error message displayed. The procedure was completed with a different device. There were no patient complications and the patient condition was stable. However, device analysis revealed a hole in the device shaft hypotube.